Manufacturer narrative:
The complainant was unable to report the upn and lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. Reported event of bands failed to deploy. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
Note: this is one of two reports related to the same event (MFR. Report # 3005099803-2014-02064 and MFR. Report # 3005099803-2014-02065). It was reported to boston scientific corporation that two speedband superview super 7 devices were used during a variceal banding procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the first speedband device would not deploy. The second speedband device was able deploy three bands; however, the remaining four bands were clumped together and failed to deploy. The procedure was completed with the second speedband device. No patient complications resulted from this event. The patient's condition following the procedure was reported as being fine.